Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occured on (B)(6) 2003.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she underwent concurrent vaginal hysterectomy with bilateral salpingo-oophorectomy procedure. It was reported that following insertion the patient experienced voiding dysfunction. It was reported that the patient underwent two revision surgeries on (B)(6) 2003 and (B)(6) 2011. No additional information was provided.